Manufacturer narrative:
An ht70 ventilator was returned to covidien/medtronic¿s failure analysis. No errors were recorded in the diagnostic logs. An investigation was performed and the failure analysis technician reported that the reported condition could not be duplicated. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during patient use, the ht70 ventilator was not functioning properly. The patient¿s arterial blood gas (abg) was abnormal. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event.

Manufacturer narrative:
An ht70 ventilator was returned to covidien/medtronic¿s failure analysis. No errors were recorded in the diagnostic logs. An investigation was performed and the failure analysis technician reported that the reported condition could not be duplicated. If information is provided in the future, a supplemental report will be issued.